Manufacturer narrative:
Age :(B)(6). Weight: (B)(6). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "during care rounds, rn noted at the filter, there were a few drops of tpn fluid on the isolette. Upon inspection of the filter itself, a small crack on the side was noted tpn stopped and new tubing used." An incomplete date of event of (B)(6) 2019 was provided. It was reported that patient care was not delayed and it did not contribute to, or result in serious adverse impact to patient.